Manufacturer narrative:
The baxter technician found the siderail cable needed to be replaced. Per the hillrom service manual the advanta2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the siderail cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On 07-oct-2024, a other health care professional contacted technical service to report that advanta 2 frame (product code p1190a000027, serial number (B)(6)), had an issue, when raising left head siderail head moves up. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.